Event description:
Customer complaint of generator smoking and making a "grinding noise during a procedure." The case and procedure were completed without any delay. Fluoro capability was not lost during reported procedure.

Manufacturer narrative:
Field service engineer found the drac interface connectors had burnt up and blown the drac. The field service engineer replaced the drac board. The field service engineer found the power on/off of generator at console was not working either. The fse replaced the delayed switch off board and tested the generator as per service checklist. The generator, table, infimed, and collimator passed all service tests and the unit was returned to full service.